Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause. The root cause of the access site bleeding was most likely due to use issue since hemostasis was obtained by using sideclose technique along with tightening the perclose.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ a.1, a.4 and a.5 are unknown. D.4 catalog number, serial number, lot number, expiration date and unique identifier (UDI) # are unknown. D.6a and d.6b implant and explant dates are unknown. H.4 device manufacture date is unknown. Literature citation: korngold, e., & wollmuth, j. (2024). The sideclose technique: a novel method for achieving hemostasis with an indwelling impella cp. Journal of the society for cardiovascular angiography & interventions, 3(7), 102141. Https://doi.org/10.1016/j.jscai.2024.102141.

Event description:
There was a literature review done and one of the publications was entitled "the sideclose technique: a novel method for achieving hemostasis with an indwelling impella cp". It was reported "persistent bleeding from the groin site, despite impella sheath manipulation and tightening of the perclose suture. The sideclose technique was performed, resulting in immediate hemostasis".